Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual testing was performed. Visual inspection found tamper seal was intact. Upon further inspection, it was noticed that the outer cover to the gas supply indicator was damaged. The root cause of the reported issue was impact to the gas supply indicator by the user interface. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported that when the knob was turned to ventilate it did not cycle; it just blew air. No patient injury was reported.